Event description:
It was reported that difficulty was encountered while advancing the iab through the sheath. While advancing the iab, the balloon began to "bunch", but the physician continued to advance the iab using force, until the catheter kinked. The iab was removed and replaced without any complications.